Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for apd (automated peritoneal dialysis).on (B)(6) 2010, the patient went to the hospital with a respiratory infection. On (B)(6) 2010, the patient experienced sterile peritonitis further described as possible peritonitis with a possible root cause being chemical or endotoxin. On (B)(6) 2010, the patient was admitted to the hospital. On an unreported date, the patient began remedial treatment with vancomycin 2 grams (based on the level of the micro-oragnisms) and moxifloxacin 400 mgr ("1x1") (routes not reported). The patient was also treated with ceftriaxone (dose, frequency and route not reported). On an unreported date, during hospitalization, extraneal was interrupted for 2 days. On (B)(6) 2010, extraneal was permanently discontinued. As of the time of this report, the patient remained hospitalized and the event of sterile peritonitis was ongoing with antibiotic therapy and hemodialysis. The outcome for the upper respiratory tract infection was not reported. The physician believed the event of sterile peritonitis was related to extraneal therapy. The physician did not provide an opinion of causality extraneal and the event of upper respiratory tract infection.